Manufacturer narrative:
Continuation of d10: 407458 lead implanted (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an episode of atrial arrhythmia and possible oversensing associated with an right atrial (ra) lead. An atrial bipolar lead impedance warning was noted on the day of a lead revision. The episode of atrial arrhythmia coincided with the timeframe of surgery. The most recent measurements of the lead impedance were within the expected range. The device appeared to be functioning as programmed, and no programming changes were requested at the time of the event. The ra lead remains in use. No patient complications have been reported as a result of this event.